Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product. Therefore no analysis or testing has been done. Erosion, pain, inflammation, and nausea are a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of an erosion as follows: "there is a risk of ban erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included:.. Abdominal pain, chest pain, incision pain, and... Port site pain." Device labeling addresses nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of an inflammation as follows: "contraindication(s): lap-band system is contraindicated in: ...pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."

Event description:
Healthcare professional reported a (section of the) lap-band system eroded "3/4 of the way within the lumen of the stomach". The pt had complained of "four days of abdominal pain around the lap-band port site and nausea." Per the reporter, a CT scan showed "inflammation around (the) port site and around the band". X-ray and egd confirmed that "(a section of) the band was in her stomach". The device was explanted and will be returned for product analysis.